Manufacturer narrative:
Product investigation summary: one (1) angled stardrive screwdriver, t8 (part 03.617.900 / lot unknown) was received with the complaint category of ¿broken: intraoperatively.¿ a visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is confirmed as the screwdriver was received with the movable t8 component of the cardan joint broken off. The sidewalls on the joint are bent outwards and the holes are warped. The two holding pins are broken off and were not received. The balance of the device shows minor wear consistent with use and is determined to be in functional condition. Based on the available information, it is not possible to determine a definitive root cause. However, this complained condition is consistent with failure due to excessive torque. Bench top testing established that the failure torque of the angled driver is 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling and 1.2nm torque limiting attachment can be utilized for angled final tightening of screws when the patient anatomy does not allow for use of the straight instruments. The angled stardrive screwdriver is a component of the zero-profile and the zero-p variable angle systems. The device is designed to be used in conjunction with an angled awl for hole preparation and screw insertion, if the patient¿s anatomy does not allow for use of the straight instruments. A review of the current design drawing for the assembly, the shaft complete assembly, the 2x1.9 pin component, and the shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a level c7-t1 anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2016, the stardrive screwdriver broke into two different pieces. It broke at the jointed part of the screwdriver, as the surgeon was finishing tightening the screw. One piece fell into the patient but was easily retrieved. There was no delay in the surgery as the issue happened after the screw was tightened and another device was not needed. The patient was reported as stable. Concomitant device: unknown screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).